Event description:
Procedure type: not available. According to the reporter: prior to device insertion into patient, physician tested balloon and unable to inflate balloon despite multiple attempts. The device was never used on the patient and caller confirmed no extension in or time, or fragment falling into patient body.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)